Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer¿s blood glucose level was 140 mg/dl. Customer changed out infusion set and reservoir and getting no delivery when he was filling the tubing. Customer was advised to discontinue the use of the device. The insulin pump will not be returned for analysis.